Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the corporate provided blood port and adapter caps attached. Blood was present throughout the device. During gross visual examination, a potted fiber fragment was observed at approximately 180° on the cavity ID end, with the dialysate ports positioned at 0°. The fiber fragment measured approximately 8.25 mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred thirty to forty-five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialysate compartment of the dialyzer. Per the rn, there appeared to be a shortened, broken fiber in the area where blood leaked through the fibers. No other damage was noted on the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also being used during the treatment. Following the event, the treatment was paused and the patient¿s blood was not returned. The estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred thirty to forty-five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialysate compartment of the dialzyer. Per the rn, there appeared to be a shortened, broken fiber in the area where blood leaked through the fibers. No other damage was noted on the device. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also being used during the treatment. Following the event, the treatment was paused and the patient¿s blood was not returned. The estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.